Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that while using a cavitron g124 scaler the insert and dispensed water was getting hot; no injury resulted.